Event description:
It was reported that the patient developed a local allergy and inflammation which evolved into an infection. Antibiotic therapy, surgical cleaning, examinations, and use of topical ointments were performed in attempt to preserve the implant. Due to the persistence of the infection, the vns system was explanted. The distributor inquired on if sterilization is a problem encountered with other vns implants as they are currently seeing similar cases of infection and extrusion with their patients. An update was provided indicating the location of the patients infection was on the generator and lead site. The cause of the extrusion, per the physician, is due to an allergic skin reaction that was first devolved. The devices are also not available for return. Device history records were reviewed for the generator and the lead. The devices passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR?; device evaluation is not necessary because the return and evaluation would add no value to the investigation.

Manufacturer narrative:
D5. Operator of device; corrected information; initial MDR inadvertently checked lay user/patient.

Event description:
New information was received from the physician, that the reported infection is not related to the vns.